Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert on (B)(6) 2022. Upon examination, it was noted that there was low pacing lead impedance and noise on the right atrial (ra) lead. Noise was reproduced with arm movements. Programming changes were performed. The patient was in stable condition.